Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "improper shutdown," which was reproduced as a repeated/duplicate keypad output. Evaluation found when the setup key, the #1 key or any of the soft keys was pressed there was an automatic output of the on/off key, which would turn the device off. All other keys were found to be inoperable. In this condition, in order to intentionally turn the pump off the user would have to remove all power from the device. When all power is removed, an "improper shutdown" would be logged at the first successful power up. This was confirmed in the event history log by observation of multiple "improper shutdown" events in the last few days of customer use. In order to clear the improper shutdown message that appears at the first successful power up, the user must press the ok key. Since the ok key was inoperable, the only option was to again remove all power causing a repeated series of improper shutdown events. This failure was caused by inoperable keys and automatic output of keys due to a failing keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed an improper shutdown message, which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient injury.